Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the display message ¿unable to connect the appropriate endoscope" during a diagnostic colonoscopy procedure involving an olympus colonovideoscope. There was no patient injury reported.